Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. The device history record for the reported lot number, 30295427, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 29-jun-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 70 ml. Flow rate/programmed rates: 15/30 and a 4 ml bolus. Procedure: nerve block infusion post knee replacement surgery. Cathplace: unknown. It was reported via FDA medwatch / FDA user facility report mw report (B)(4) the following: infusion pump was delivering at incorrect (higher) rate despite settings being programmed correctly. Additional information received (B)(6) 2026 noted the clinicians in the post-anesthesia care unit (pacu) were called to go check on the pump for a patient that was upstairs working with physical therapy (pt). The clinicians "were no longer caring for the patient surgery was the day before. Pt noticed the pump was continuously running and wouldn¿t stop. They called anesthesia who then called us to evaluate."